Event description:
It was reported that this right ventricular (rv) lead was surgically capped and replaced due to chronic high pacing impedances. The patient was not dependent and had good conduction, so had been programmed to provide therapy in the atrium only until the revision. No adverse patient effects were reported.